Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that five days after placing the catheter, it was found that the catheter came off the catheter connector. The patient allegedly did not pull the catheter. Another groshong catheter kit in the hospital was opened and a new catheter connector in the kit was connected to the catheter. The disconnected catheter connector was discarded at the hospital. There was no reported patient injury.